Event description:
It was reported that the patient presented in the ER with chest pain. Perforation into the patient's left lung was observed via x-ray. The lead was pulled back without any complications and was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found. A lead stiffness test was performed and found to be within specifications.